Event description:
The customer reported that the device would not burn through tissue. It was unk whether regrasp alarms or end tones, indicating a completed seal cycle, were heard at the time. Another device was used to complete the procedure without incident. No further information was made available by the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.